Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that distal to the anchor, the catheter was kinked. A dye study had been performed. A revision was done, the anchor was repositioned and strain relief loop was added. Patient status at the time of report was ¿alive-no injury.¿ there were no patient symptoms or complications associated with the event. The pump system was delivering hydromorphone.